Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 32 months for elective replacement indicator (eri). The physician expressed dissatisfaction with device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.

Event description:
Event description guidant received info that this implantable cardioverter defibrillator (lcd) was explanted after 32 months for elective replacement indicator (eri). The physician expressed dissatisfaction with device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.